Event description:
The lesion was in the distal rca, with mild calcification and 75% stenosis. The traverse guide wire was used for crossing the lesion; however, the tip became caught into the intima of the vessel. The guid wire was pulled with less force, and then the tip of guide wire separated and remained in the patient. (There was no attempted removal of the separated guide wire portion upon the physician's decision). The guide wire was replaced with a whisper guide wire and the procedure was continued.